Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
During idiopathic ventricular tachycardia (idvt) procedure ablation procedure with qdot micro catheter and the patient experienced pericardial effusion and blood pressure drop treated with pericardiocentesis and surgery. During surgery cardiac perforation was noted in the left ventricle were the ventricular tachycardia (vt) was located. It was reported that after the idiopathic vt procedure had completed, a pericardial effusion was noticed in the patient. The caller reported that after the patient was being held in recovery for about 40 minutes, it was noticed that the patient's blood pressure was dropping. Then they discovered and confirmed the pericardial effusion via echo. The patient was admitted back into the lab, and the medical intervention provided to the patient was pericardiocentesis. When performing the pericardiocentesis, about 50cc of fluid was being drained from the patient, about every 5 minutes for a total of 1l of fluid drained from the patient. The drain did not slow down, and the patient was admitted into open-heart surgery. The physician was very surprised by what had happened and still wasn't sure exactly when or how the adverse event took place. The outcome of the adverse event was that the patient underwent open heart surgery to repair a hole in the left ventricle which was about 4 hours but was ultimately successful. I heard that they were doing well the next day and that they survived. The patient required extended hospitalization because needed at least 5 days in intensive care unit (ICU) after the surgical repair. There was a baseline moderate pericardial effusion was observed on intracardiac echocardiography (ice) prior to any ablation or transseptal. One transseptal puncture site was performed during the procedure. The number of performed ablations of approximately 20 energy radio frequency (rf) delivered. No ablations were performed within/outside the pulmonary veins. The transseptal puncture was performed using a small vizigo sheath and bovie on the wire to cross. No evidence of steam pop. The flow setting for irrigated catheter was q mode (automated flow). The cardiac perforation was confirmed in the low left ventricle (possibly near pap muscles which was the area of the pvc). The correct catheter settings were selected on the generator. No issues with flow rate changes at the start of ablation. No error messages observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, vector, and visitag. The visitag module used tag index (surpoint default settings). No additional filter was used with the visitag, just respiratory adjustment. The color options used prospectively were force and time.

Manufacturer narrative:
During idiopathic ventricular tachycardia (idvt) procedure ablation procedure with qdot micro catheter and the patient experienced pericardial effusion and blood pressure drop treated with pericardiocentesis and surgery. During surgery cardiac perforation was noted in the left ventricle were the ventricular tachycardia (vt) was located. Device evaluation details: on 5-nov-2025, the device lot number was identified as 31691049l; as such field d4. Lot has been populated. With the lot number availability, the d4. Expiration date and h4. Manufacturer date have also been populated. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3-nov-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).